Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter displayed the ¿apply sample¿ message. This complaint was classified based on customer service representative (csr) documentation and a review of the call by a medical surveillance specialist. The patient advised the csr that on (B)(6) 2019, her verioflex meter displayed an ¿apply sample¿ message and she was unable to obtain a blood glucose reading. The patient stated that she changed the batteries on her meter and the issue remained unresolved. She explained that she manages her diabetes with insulin doses (humalog; sliding scale and lantus; 40 units in morning and evening) and a non-insulin injection (victoza; 1.2mg per day). The patient also explained that she took her usual dose of diabetes medications in response to the alleged product issue. She advised the csr that she felt ¿sick to her stomach, sweaty, hot and cold and weak¿ immediately after the alleged product issue began. The patient explained that one hour after the onset of symptoms, she performed a blood glucose test using her neighbour¿s meter (unspecified device) and obtained a result of ¿368 mg/dl¿. The patient stated that she self-treated her symptoms with an additional 6 units of humalog insulin. At the time of troubleshooting, the csr confirmed that this was not the first time the meter was being used and the patient followed the correct testing steps. The csr also noted that the correct tests strips were being used and the test strip drew in the sample during troubleshooting. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because of the alleged issue.